Manufacturer narrative:
March 2012 through june 2016 manufacturer/compounder: baxter healthcare (B)(4). The reported product is an unknown baxter floseal. Initial reporter address - (B)(6). Device manufacturer postal code: (B)(4). Literature article: gagner, m., kemmeter, p. ¿comparison of laparoscopic sleeve gastrectomy leak rates in five staple-line reinforcement options: a systematic review¿. Surg endosc. 2020 jan;34(1):396-407. Doi: 10.1007/s00464-019-06782-2. Epub 2019 apr 16. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown number of patients underwent laparoscopic sleeve gastrectomy¿s in which floseal was used. It was reported the patients experienced staple-line leaks following the procedure. It was not reported if the patients were hospitalized for the event. Treatment for the events was not reported. No further details were provided regarding medical interventions or patient outcomes. No additional information is available.

Manufacturer narrative:
Correction: c1 and g1 c1: manufacturer/compounder: baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states should additional relevant information become available, a supplemental report will be submitted.